Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for crep2 creatinine plus ver.2 (crep) on a cobas integra 400 plus (i400+). The customer provided data for four patient samples with erroneous crep results. Some erroneous results were reported outside of the laboratory and noticed by a doctor, but it could not be clarified which samples had erroneous results reported outside of the laboratory. (B)(6). No adverse events were alleged to have occurred with the patients. The crep reagent lot number was 317742. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Calibration and control data are acceptable, therefore, a general reagent or hardware issue could be excluded.

Manufacturer narrative:
An extra wash cycle was programmed to be performed on the analyzer before samples are tested for crep. The processing sequence for crep was also changed on the analyzer. The issue persisted after these actions. For troubleshooting, six samples were tested for crep, alternating with cholesterol testing. On (B)(6) 2018, the patient received an erroneous result for an additional patient sample tested for crep. The erroneous result was not reported outside of the laboratory and was detected by the user.